Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error failed key pad test. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR : 03jul2019. The manufacturer¿s international service technician confirmed the reported issue. Additional errors were noted. 9003- flow sensor failure. 9004- pressure sensor failure. A/d converter out of range. The manufacturer¿s international service technician replaced the defective 3-station solenoid, main board w/lithium battery, and the pcba, mmi, color display to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The pcba, mmi, esprit/v200 color display, cable, cable,mmi board to overlay_1, mmi board to overlay_2, and pcba,main board with lithium battery was returned to failure investigation (fi) for evaluation. No signs of damage or contamination found. The cable,mmi board to overlay_1 however, did reveal signs of dried contamination. The customer returned mmi board, main board, and both cables will be installed into the fi test ventilator. The ventilator remained operational with no errors detected. The manufacturer¿s international service technician replaced the 3 station solenoid, main board w/lithium battery,pcba, mmi, esprit/v200 color display, and both mmi to overlay cables labeled #1 and #2 and to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This customer returned mmi board was tested with no failures identified. This customer returned main board was tested with no failures identified. Both mmi to overlay cables labeled #1 and #2 were tested with no functional failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.